Event description:
On (B)(6) 2025, the patient received a blood glucose result of 195 mg/dl at 10:30 p.m. He administered an unknown amount of humulin insulin. Around 1 hour later, the patient experienced symptoms of feeling ill, sweating, dizzy, and finally fainted. His family and neighbors helped him by providing jam and calling a doctor. The patient's blood glucose result was 50 mg/dl when the doctors arrived. The doctors administered intravenous glucose. The patient was not taken to a medical facility.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.